Event description:
It was reported that the patient experienced repeated difficulty inserting infusion sets, dislodging the center component of multiple insets while removing the adhesive backing, which led to unsuccessful insertions; replacement infusion sets were provided, and troubleshooting and education were completed. Symptoms included no reported adverse clinical effects, and blood glucose was unaffected. Outcomes included no impact on glycemic control, no medical intervention, and no hospitalization. Investigation included a review of user technique and product handling. Investigation of this case revealed user handling error leading to improper deployment of the infusion set, with no device malfunction identified and the infusion set component affected during preparation. It was concluded, based on previously established findings for similar reports, that the cause was user technique.